Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation .

Event description:
It was reported that the tip was missing when the user took the device out of the box. According to the customer rep. (An olympus sales representative (rep) , the user decided to use the device without the tip and inserted the fiber into the sheath as the device can still function without the tip, however, at the beginning of the procedure (ureterostomy and laser lithotripsy) , the user decided to replace the fiber . Another fiber was taken from the box and the tip broke off as it came out of box. The intended procedure was completed using another fiber from a different box with different lot number. The rep does not have the information of the lot number used to complete the procedure. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The subject device was received in a sealed tyvek pouch and was inspected. The fiber was confirmed to be a tfl-fbx200s fiber with a lot number of kr165620. The fiber jacket and the proximal handle had no visual sign of damage. The distal tip appeared to have broken off in a jagged break. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.